Event description:
Pt scheduled for avr/mvr+/- tvr. After replacing the mitral valve w31 mm, st jude medical epic valve, as the valve was being treated, a tear was noted in one of the leaflets. The valve was explanted. All 10 of the cor-knots and all 10 of the pledgets from the sutures used to secure the valve in place were removed and discarded on inspecting the explanted valve the doctor noticed that there was a fold in one of the leaflets along the edge of the sewing ring.